Event description:
The device system was explanted due to infection. The drug used in the pump was compounded baclofen. The onset of symptoms was 10/06. The pt had a fever for approx 2 weeks. Initially, the symptoms were thought to be due to a respiratory infection so the pt was treated with antibiotics without improvement. The pt returned to the hcp for a urinalysis and had a csf sample taken from the pump catheter. The csf sample indicated meningitis so the pump was removed. The pt was treated with IV antibiotics and put on oral tone medications to control spasticity. The pt continues to be on multiple tone medications, but has recovered from the meningitis. The hcp indicates the pt had undergone surgery to reposition the pump as refills had become difficult. The pt's medications were changed to compounded baclofen to allow longer time intervals between refills. The pump was returned to the MFR for analyiss. The catheter was not returned.

Manufacturer narrative:
H6: final device analysis results on the pump reveal - no anomaly found - normal device function.